Event description:
It was reported that during implant the set screw would not engage to connect the lead to the device. The device was implanted earlier in the day, but then the patient came back for a lead revision and then the connection problem occurred. The device and lead were replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant the set screw would not engage to connect the lead to the device. The device was implanted earlier in the day, but then the patient came back for a lead revision and then the product problem occurred. The device was replaced. It was further reported that the lead was removed and replaced due to positioning difficulties in the heart. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.